Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that adaptivestim was turned off because it was giving stimulation intensities at the wrong positions. There were no further complications reported or anticipated. Additional information received from the manufacturing representative (rep) indicated that the patient reported they felt the adaptive stimulation output increasing and decreasing unexpectedly even though they had not changed positions. The rep had the patient turn off adaptive stimulation features to they could meet and interrogate the system. No further complications were reported or anticipated.